Event description:
It was reported that the atrial lead had dislodged. On (B)(6) 2014, the physician opted to explant and replace the lead during a device upgrade. The patient was in good condition prior, during and after the event.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.